Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. Concluded that the reported image malfunction may have been caused by a failure due to unexpected stress on the camera cable unit by customer's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. Sorc inspected the device and confirmed the following; the reported phenomenon that the endoscopic image was noisy was reproduced. The camera cable was twisted due to physical or chemical stress. The reported event that the endoscopic image was noisy appeared to be caused by twisted camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image of the device was noisy and the endoscopic image disappeared. There was no report of patient injury associated with the event.